Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that both of the axle lugs on the left side frame were broken, not allowing the left wheel to attach to the frame. The chair was unstable and could not be used due to the detached left rear wheel. The evaluation confirmed the original complaint issue; however, the underlying cause could not be determined.

Event description:
Dealer states the customer stated the left top rear axle receiver broke completely off. It broke off about 1/2 way and now is completely off the chair. The rear wheels were lowered to the bottom axle receivers. Now the right bottom receiver has cracked and the wheel will not roll straight.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the customer stated the left top rear axle receiver broke completely off. It broke off about 1/2 way and now is completely off the chair. The rear wheels were lowered to the bottom axle receivers. Now the right bottom receiver has cracked and the wheel will not roll straight.